Event description:
Customer reported that she has been ill for a few weeks with high blood glucose of 418 mg/dl. Customer stated that she was hospitalized due to chest pain and congestive heart failure. Customer stated that the drive support cap is protruding on her insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test. Unable to prime during prime test, due to moisture damage. Unit had display window scratched. Drive support cap was inspected and no anomalies or physical damage was noted.